Event description:
It was reported that the bd pyxis¿ medstation¿ es drawer failed, not detected on bus and user was unable to recover. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that that a failed pyxis's interface board caused the drawer communication failure. A field service engineer (fse) investigated that full height drawer 5 was not being detected, confirmed no detection in diagnostics and absence of light emitting diode lights and then fse replaced the pyxis's interface board, and reconfigured the drawer in the application which resolved the issue. The system functioned as intended after the field service engineer repaired the device.